Event description:
It was reported that the patient presented to the clinic with intermittent dizziness. The ventricular lead thresholds had increased since implant and there was no capture noted. A lead repositioning procedure was performed and the lead remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.